Manufacturer narrative:
On july 07, 2023, mentor received the following additional information. Incorrect information was originally reported to mentor by the healthcare professional. Clarification was provided to mentor with the following. Post-operatively, the patient experienced a high riding right breast implant with a waterfall deformity in addition to right breast tenderness. Subsequently, she was diagnosed with baker grade iii capsular contracture of the right breast and bilateral breast ptosis by a medical professional. Results of an undisclosed imaging report indicated right breast fluid present; however it was reported as not appreciable clinically. The patient was scheduled for unilateral right-sided surgery; however, the healthcare professional reported the patient did not require replacement. Neither implant was reported to be have been removed. As an event with the contralateral side was reported, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-09065 for the contralateral event. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 28-year-old female patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture of the left breast by a medical professional. As a result, the patient underwent unilateral removal and replacement with a left-sided 400cc mentor memorygel breast implant on (B)(6) 2023. The date of event was not provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).